Event description:
Related to MFR report # 2183959-2012-02707, related to MFR report # 2183959-2012-02709. It was reported by the plaintiff's attorney that on (B)(6) 2009, the plaintiff was implanted with an ams perigee mesh to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff suffered "infection or inflammation, tissue abrasion," serious injury, physical pain and suffering, mental anguish, disfigurement, and "other severe adverse health consequences."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.